Manufacturer narrative:
(B)(4). Additional information: batch #m92809. The instrument was received with the electrode tip bent not detached as reported by the customer. In addition, the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. No conclusion could be reached as to how the tip of the electrode got bent. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested to clarify the event: did the electrode tip break off the device? If yes: did any pieces fall into the patient? If yes: how were the pieces of the device retrieved?

Event description:
It was reported that during an unknown procedure, the tip side broken, please check the returned item. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.